Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.50 x 20mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found damage. Stent struts on the proximal and distal ends were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 4.50 x 20mm synergy xd drug-eluting stent was selected for use; however, it was noted that the stent was flared out of hoop. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.50 x 20mm synergy xd drug-eluting stent was selected for use; however, it was noted that the stent was flared out of hoop. No patient complications were reported.